Manufacturer narrative:
Please disregard the medwatches previously submitted related to this complaint. After review of the damage it was determined there were no conductive wires exposed and per the field service representative, there did not appear to be any functional issues. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: d9.

Manufacturer narrative:
Per the fsr, the power cord was replaced, and the issue was resolved. The unit operated to the manufacturer's specifications. The device was manufactured prior to the UDI labelling effectiveness date, and therefore does not contain an UDI label, but the applicable UDI information associated with the device is (B)(4).

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the heart lung machine (hlm) power cord was damaged. There was no patient involvement.